Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during prime of peritoneal dialysis therapy on the homechoice. It was not reported whether the patient was connected at the time. It was reported that the cassette had a leak. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was received and an evaluation was completed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test, simulated-use testing and leak testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.